Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsr-mcg, serial number/date code (B)(4) is approximately 1 year 5 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
End user allegedly powered down the chair and they were allegedly stuck in recline. The dealer went to the users home and disconnected the cable out of the controller. They allegedly heard a pop and saw smoke come out of same. There was no power to chair. Advised dealer, parts needed to be returned, however, dealer allegedly is refusing to return the parts and stated that the va allegedly might dispose of it. No injury is alleged.